Manufacturer narrative:
A4: patient weight requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple system controller faults despite 2 system controller exchanges as well as a modular cable exchange. X-rays of the driveline were to be performed and log files were submitted for review. The log file captured driveline power fault alarms throughout the event history. It was noted that the driveline fault had not reoccurred. Related manufacturer reference number: (B)(4) (heartmate 3 lvas). Related manufacturer reference number: (B)(4) (system controller). Related manufacturer reference number: (B)(4) (system controller). Related manufacturer reference number: (B)(4) (modular cable).

Manufacturer narrative:
Sections d1 and d4: corrected manufacturer's investigation conclusion: the reported event of driveline power fault alarms was able to be confirmed. The modular cable (lot number: 7482851) was returned for analysis, and log files were submitted and downloaded for review. A log file was downloaded for review from the system controller (serial number: (B)(6). A review of the log files showed events spanning approximately 2 days (B)(6) 2024 per timestamp). Events captured on 20mar2024 took place at abbott. Driveline power fault alarms were active on (B)(6) 2024 from 17:10:17 ¿ 17:16:23 due to pwr_b_broken faults. The faults cleared shortly after activating; however, the driveline power fault alarms remained active. The alarms cleared once the driveline was disconnected. The driveline was disconnected on 08mar2024 at 17:16:23 and the controller was shutdown at 17:17:31. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional log files from the system controller (serial number: (B)(6) were reviewed. A review of the log files showed events spanning approximately 2 days (13mar2024, 20mar2024 per timestamp). Events captured on 20mar2024 took place at abbott. Driveline power fault alarms were active throughout the log file; however, no controller faults were active. The alarms did not clear in the log file on (B)(6) 2024 from 04:09:38 - 15:57:52. The driveline was disconnected on (B)(6) 2024 at 15:57:52 and the controller was shutdown at 15:59:20. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The modular cable underwent functional testing and passed. The modular cable was connected to a mock loop with the returned controllers and was able to operate a pump with no alarms active. The cable was manipulated in attempt to reproduce the reported alarm; however, the alarm was unable to be reproduced. The outer layer was removed, and the underlying layers were inspected and were found to be in unremarkable condition. The modular cable functioned as intended. Additional information provided by the account on 14mar2024 stated that the driveline fault had not reoccurred following the exchange. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the modular cable and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. Heartmate 3 lvas IFU and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.